Manufacturer narrative:
(B)(4). Several devices were received for evaluation, however it is unknown which device was associated with the event in surgery and the remainder were just returned from the customer's inventory. Visual examination confirmed the cut guides had burrs in the drill holes. A material hardness test concluded that the devices are within specification. The device exhibits excessive wear. The device was used for treatment. The devices appear to have been used heavily over the course of time in the field. The returned lots indicate that the instruments were in the field for a range of 3 to 5 years and been used an undetermined amount of times however. The likely cause of this failure is normal wear and tear however, a definitive root cause cannot be determined with the information provided. Complaints of this nature are monitored in order to identify potential adverse trends. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the drill is catching in the cut guides. The surgeon reports that this is a recurring issue. There are 42 cut guides in the office that are being returned. It is unknown which device was initially noted to have the reported condition.